Manufacturer narrative:
This report has been identified as event two of b. Braun melsungen ag internal report # (B)(4). No sample has been returned for investigation. The batch record could not be reviewed since the lot number is not known. Without the actual sample or lot number, a thorough investigation can not be performed. The product design is being updated to increase the force required to open the catheter connector under change control: hc-chc-m-div-1306. Note: this report is being filed for an item number that is not sold in the united states; however, similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): event 2. Catheter detached.